Event description:
It was reported that while stimulation was turned off the patient felt stimulation down her leg. It was noted that it was unclear when this had started occurring but it was at least a month prior to this report because the patient had had the device off for at least that long. Patient¿s leg had been numb for a long time. It was noted that the patient¿s device was for leg/back pain. Impedances were taken and the reference electrode had not been changed from 0 but 5 was greater than 10,000. Additional information received reported reprogramming was done. No malfunctions were seen or cause of issue determined. The healthcare professional was going to do injections on the patient for leg symptoms. The patient only used the stimulator when she had a lot of pain from activity. It was noted that the stimulator helped when she used it.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).